Manufacturer narrative:
It is now reported that the patient experienced an infection at the abutment site. This report is filed on january 15, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin reactions at the abutment site and was treated with antibiotics and topical steroids (date not reported). Subsequently the abutment was replaced.